Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump's vial compartment was broken and not holding the vial securely. The customer also mentioned that the screen was not clear and they could not see some parts of the display. The backlight was not working. Customer's blood glucose level was not reported. The customer was no longer using the insulin pump. The device was not returned.